Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 520 mg/dl. The patient experienced a dazed feeling and coughing. The patient's wife drove him to the hospital. He remained in the ER for 4 hours. Prior to the hospitalization, the customer was off of the insulin pump for less than 48 hours. The patient had been unable to clear a black cycle on the insulin pump. The patient was assisted with clearing that cycle by priming. A self test was also performed and the device passed. The insulin pump was not returned for analysis.